Manufacturer narrative:
The device was received. Investigation is not complete.

Event description:
Device malfunction: failure to deploy. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the right common femoral artery after a diagnostic procedure. Reportedly, the device failed to deploy. After removal, it was noticed that the proximal needle was bent. Hemostasis was achieved using an angioseal. There were no adverse pt effects reported. Though requested, no additional information was provided.